Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The carton displayed signs of damage. The tray containing the device was fully opened and the device was exposed. A visual and tactile examination identified an outer kink 335mm from base of hub. This damage is consistent with excessive force being applied to the delivery system during device handling. There was no evidence of device use. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that inner pouch had been compromised. A 16x60/9fr 75cm wallstent endoprosthesis was selected for use. However, during unpacking, the packaged was found damaged and the inner pouch was compromised. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inner pouch had been compromised. A 16x60/9fr 75cm wallstent® endoprosthesis was selected for use. However, during unpacking, the packaged was found damaged and the inner pouch was compromised. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.